Event description:
It was reported that as lvp 20d 2ss cv tubing broke and leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that tubing broke and leaked. Customer response (B)(6) 2020: "can you provide additional clarification on the defect reported? (B)(6) 2020 03:16 pm. A: IV tubing broken off at luer lock connection of cvc. P: pt had been extubated that day, agitated with ciwa monitoring/scoring. IV therapy rn assessed cvc and changed dressing around 1530 afternoon prior - no issues indicated. No harm to patient. F: pt moved out of ICU to floor on afternoon of 7/6. Remains on IV abx for asp. Pna (poa after being found in a pool of his own vomit). All interval assessments of line appropriate without complication/issue. No adverse pulm or neuro impacts. Where did the tubing break and/or leak? Broke at one of the ports, I believe. Was the leak due to the breakage? Yes. Was there any adverse event(s) as a result of the reported defect? No if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date. Can you provide a date for the event reported? (B)(6) 2020. Do you have the appropriate packaging materials to return the product? Yes, I believe so. Biohazard bag and box. If not, bd can provide you with packaging materials. "

Manufacturer narrative:
The following fields have been updated with additional information/corrections: b.3. Date of event: 2020 (B)(6) . B.5. Describe event or problem: it was reported that as lvp 20d 2ss cv tubing broke and leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that tubing broke and leaked. Customer response (B)(6) 2020: "can you provide additional clarification on the defect reported? (B)(6) 2020 03:16 pm. A: IV tubing broken off at luer lock connection of cvc. P: pt had been extubated that day, agitated with ciwa monitoring/scoring. IV therapy rn assessed cvc and changed dressing around 1530 afternoon prior - no issues indicated. No harm to patient. F: pt moved out of ICU to floor on afternoon of 7/6. Remains on IV abx for asp. Pna (poa after being found in a pool of his own vomit). All interval assessments of line appropriate without complication/issue. No adverse pulm or neuro impacts. Where did the tubing break and/or leak? Broke at one of the ports, I believe. Was the leak due to the breakage? Yes. Was there any adverse event(s) as a result of the reported defect? No if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date. An you provide a date for the event reported? (B)(6) 2020 do you have the appropriate packaging materials to return the product? Yes, I believe so. Biohazard bag and box if not, bd can provide you with packaging materials. " d.5. Operator of device: health professional. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-08-12.

Event description:
It was reported that as lvp 20d 2ss cv tubing broke and leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that tubing broke and leaked. Customer response (B)(6) 2020: "can you provide additional clarification on the defect reported? (B)(6) 2020 03:16 pm. A: IV tubing broken off at luer lock connection of cvc. P: pt had been extubated that day, agitated with ciwa monitoring/scoring. IV therapy rn assessed cvc and changed dressing around 1530 afternoon prior - no issues indicated. No harm to patient. F: pt moved out of ICU to floor on afternoon of 7/6. Remains on IV abx for asp. Pna (poa after being found in a pool of his own vomit). All interval assessments of line appropriate without complication/issue. No adverse pulm or neuro impacts. Where did the tubing break and/or leak? Broke at one of the ports, I believe. Was the leak due to the breakage? Yes. Was there any adverse event(s) as a result of the reported defect? No. If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date. Can you provide a date for the event reported? (B)(6) 2020. . Do you have the appropriate packaging materials to return the product? Yes, I believe so. Biohazard bag and box. If not, bd can provide you with packaging materials. "

Manufacturer narrative:
H.6. Investigation summary: evaluation statement . It was reported that tubing separated and leaked. Received from the customer was one used primary set model 2420-0007 lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The primary set¿s tubing (p/n: 660132) was separated from the inlet port of the distal smartsite (p/n: 12274436) near the male luer. Fluid was observed leaking from the separation. Visual inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. No other abnormalities were observed on the set during visual inspection. Functional testing was not performed due to the separated tubing and the leaking that would occur. A dimensional analysis was performed on the tubing p/n 660132. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (distal smartsite inlet port). The outside diameter of the tubing measured 0.143¿, within the specification of 0.145¿ +/- 0.003¿. Equipment used (measurement and testing performed on 17-sep-20). - ram optical instrumentation/eq08204/calibration due date 5-feb-2021. Device history record could not be performed on model 2420-0007 because the lot # for the suspect set was not provided. Root cause analysis: the customer¿s report that the tubing set separated and leak was confirmed upon visual inspection. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. Investigation conclusion: the customer¿s report that the tubing set separated and leaked was confirmed upon visual inspection. The primary set¿s tubing (p/n: 660132) was separated from the inlet port of the distal smartsite (p/n: 12274436) near the male luer. Functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional testing measured the tubing to be within specification. The bd tj/nogales manufacturing facility are aware of insufficient solvent on critical joints. There is an existing corrective action (CAPA 475391 and 1027651) for this engagement in which the CAPA was closed as "effective" in mitigating this defect. No lot number was provided by the customer so it is unknown if the set was manufactured prior to the implementation of corrective actions. Bd manufacturing will continue to monitor this failure for an increase in frequency. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing broke and leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that tubing broke and leaked.